Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope displayed a dark image. This event was found during an inspection. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle glass of distal end is broken, failure of the uc (universal cord) sheath. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the costumers reported malfunction the image was black, the event was caused by a component failure of the universal cord sheath and the cause of this could not be determined. The most likely cause is that the cable was damaged by the force of being pulled. For light guide bundle glass of distal end broken, was caused by a component failure of light guide bundle glass and the cause of this could not be determined. The most likely cause is that the outer tube was damaged by the excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope displayed a dark image. This event was found during an inspection. There are no reports of patient harm.